Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. A stopcock was still attached at the manifold of the device upon return. The manifold contained blood, and there were numerous hypotube kinks. There was blood and contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 121.8cm from the strain relief the shaft was separated. The inflation lumen and guidewire lumen to the device was stretched for a total length of 25.1cm.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the mildly calcified mid circumflex artery. After a stent was inflated, a perforation was noted. The 4.00mm x 15mm nc emerge balloon catheter was inflated two times for 2-3 minutes for tamponade. The balloon was removed and reinserted for tamponade two more times for 2-3 minutes. When an attempt was made to remove the balloon after the final deflation, heavy resistance was encountered. The balloon was pulled into the left main where it would not pull on the guide. The physician pulled a second time and the balloon shaft broke away from the balloon. The balloon was still on the wire and the proximal shoulder was wedged in the guide enough to remove everything as a whole until the entire system became entrapped in the brachial artery. An additional wire was used as a buddy wire next to the wire/balloon through the guide to assist. The buddy wire got wrapped in the balloon material enough to allow for the entire system to be pulled out of the sheath. A new guide and wire was inserted and a covered stent was delivered to the mid circumflex perforation with successful deployment and seal. The patient did not have a direct complication from the balloon fracture, however, the fracture prolonged the ability to provide treatment of a life threatening complication.

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the mildly calcified mid circumflex artery. After a stent was inflated, a perforation was noted. The 4.00mm x 15mm nc emerge balloon catheter was inflated two times for 2-3 minutes for tamponade. The balloon was removed and reinserted for tamponade two more times for 2-3 minutes. When an attempt was made to remove the balloon after the final deflation, heavy resistance was encountered. The balloon was pulled into the left main where it would not pull on the guide. The physician pulled a second time and the balloon shaft broke away from the balloon. The balloon was still on the wire and the proximal shoulder was wedged in the guide enough to remove everything as a whole until the entire system became entrapped in the brachial artery. An additional wire was used as a buddy wire next to the wire/balloon through the guide to assist. The buddy wire got wrapped in the balloon material enough to allow for the entire system to be pulled out of the sheath. A new guide and wire was inserted and a covered stent was delivered to the mid circumflex perforation with successful deployment and seal. The patient did not have a direct complication from the balloon fracture, however, the fracture prolonged the ability to provide treatment of a life threatening complication.